Manufacturer narrative:
H.6. Investigation: no samples and 1 photo were returned by the customer in support of this complaint. Visual examination of photo was performed and revealed an insect on the top of the liquid in the tube. Bd was able to confirm the customer¿s indicated failure mode with the photo provided; however, the review of the DHR and retention samples reveals no other similar defects therefore, it is questionable as to how the tube was used. Based on the investigation results to date, root cause was not determined. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported the bd vacutainer® pst¿ gel and lithium "heparin" (lh) blood collection tubes experienced foreign matter in tube biological and non-biological. The following information was provided by the initial reporter. The customer stated: "there was an insect in the tubes. Blood was collected on a client as per routine guidelines. No notice of defect apparent on collection. When blood tube was spun upon return to the lab, an insect was found floating on the top of the plasma. A recollection was performed from the client and no harm except a second needle puncture was noted."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes experienced foreign matter in tube biological and non-biological. The following information was provided by the initial reporter. The customer stated: "there was an insect in the tubes. Blood was collected on a client as per routine guidelines. No notice of defect apparent on collection. When blood tube was spun upon return to the lab, an insect was found floating on the top of the plasma. A recollection was performed from the client and no harm except a second needle puncture was noted."